Event description:
It was reported that an artificial urinary sphincter (aus) cuff was implanted in a patient. After the cuff was implanted it was noticed that the cuff was "broken in half." It was further reported that the cuff was prepped prior to being implanted. There were no defects noticed at that time. Product was expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.